Manufacturer narrative:
The trigger was able to depressed intermittently in the safe mode. The technician identified a locking cam failure. The locking cam was replaced.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the trigger was able to depress while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted at the manufacturer facility, the trigger was able to depress while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.